Event description:
Information received by medtronic indicated that the customer reported cracked insulin pump case on battery compartment. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Cosmetic damage at the back of the pump was not confirmed. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and scratched keypad overlay. Pump was received with a critical pump error (open book image) alarm. Pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. Suspecting the hw. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, force sensor, and motor noted. Critical pump error (open book image) alarm was confirmed due to moisture damage on the pcba1 and pcba2. Unable to perform the history review 1 week prior to the event date 02-may-2023 in the pump history file due to critical pump error (open book image) alarm and unable to download anomaly. Critical pump error (open book image) alarm and unable to download anomaly were due to moisture damage electronics. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Cosmetic damage at the back of the pump was not confirmed, however, other cosmetic damage was noted. Unable to perform the functional test due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed. Unable to download confirmed. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.